Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a endologix bifurcated stent graft (main body) and two (2) endologix limb stent extensions to treat an abdominal aortic aneurysm (aaa). Endologix limb stent extensions were implanted to treat the left iliac and icast and hypo-snorkel stents (non-endologix) were implanted to treat the right iliac. This was an off- label procedure. Approximately 4.5 years post initial procedure, the patient presented emergently with pain. An angiogram discovered a separation of the hypo-snorkel device (non-endologix) and limb from the main body (type iiia endoleak). The physician elected to treat the patient by re-accessing the icast stent, implanting five (5) penumbra coils (non-endologix) within the aneurysm, extending the icast from the main body to the limb with a bard stent (non-endologix) in the left iliac, and implanting an ovation limb graft extension in the right external iliac. The patient was reported as stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and/or images but no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.